Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. Patient was pacer dependent and had minimal pocket stimulation. Distal portion of the lead was seen in the superior venacava under xray before lead revision. During the lead replacement surgery on (B)(6) 2017, when the pocket was opened, the lead had a knot and looked like a potential twiddler's syndrome. The lead was explanted and replaced. Patient felt better post procedure.